Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it shut off while on a patient. It is currently unknown if there is any patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.